Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the protective sheath and mandrel were removed from the stent delivery system (sds) at the same time. It was found that the stent implant was not on the balloon of the sds. It was not known if the stent was loose or dislodged prior to removing the protective sheath or if it came off when the protective sheath was removed. No additional event or patient info is available.

Manufacturer narrative:
Product performance group was unable to determine the root cause of the reported stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent implant was returned on the stylet with the orange protective sheath. There was no blood or contrast visible. The first nine rows of distal struts were smashed. There was no other damage noted to the stent implant. A snap gauge was used to measure the stent implant outer diameters and they did not meet manufacturing criteria. The distal measurements could not be taken due to the damaged struts. The proximal and middle measurements were oversized. Pin gauges were used to measure the inner diameter of the orange protective sheath which met manufacturing criteria. The stent delivery system was not returned. Product performance engineering reviewed the incident info and results of the returned stent implant. Reportedly, there was not patient involvement. The analysis of the returned stent implant on the stylet with the protective sheath confirmed the reported complaint of stent dislodgement. Factor that can affect stent dislodgement outside the body include, but are not limited to, improper or inadequate crimp, positive pressure during prep, negative pressure during sheath removal, incorrect sheath sizing, or forced sheath removal. The sds of the pertinent rx vision was not retuned; hence, it was not possible to ascertain that the stent implant was originally adequately crimped onto the balloon during manufacturing. It should be noted that all sds are 100% visually inspected online for stent placement/security, stent damage and dimensionally inspected to verify crimped stent outer diameters during manufacturing. Ultimately, the root cause of the reported stent dislodgement is unk. However, as this could be related to manufacturing, a field discrepancy notification has been generated to notify manufacturing of this issue. Product performance engineering will continue to monitor the incident circumstances. The noted over-sized outer diameters (proximal and middle) of the returned stent implant suggest that the stent expanded during travel over the balloon as would be expected. The distal portion of the stent implant was noted smashed. It is possible that the distal portion of the stent implant was smashed during removal of the protective sheath. The returned protective sheath inner diameter was found to be within specification. Alternatively, the stent may have been smashed during further handling of the stent after reported dislodgement. A review of the finished device lot history record did not reveal any non-conforming material reports. This MDR is considered closed by the product performance group.